Manufacturer narrative:
Investigation into this event showed a rise in precision values indicating questionable performance of the photometer. A field engineer completed necessary repairs to return the analyzer to expected operation. Post service calibration and qc results were within acceptable limits. The root cause of the event was instrument-related.

Event description:
A customer observed biased results between eci analyzers for one patient sample using the troponin I assay. Patient results were not reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.